Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0jfw2, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0jq82, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4)

Event description:
It was reported there was high impedance of 40,000 ohms on electrodes 0, 1, 3. The patient had a clinic visit scheduled for (B)(6) 2015. The patient had a shocking sensation in their brain and right arm that occurred twice. He had played golf over the weekend. The patient also had a burning sensation at an unknown location.